Manufacturer narrative:
Product event summary # product ID# 6935m55 the full lead was returned, analyzed and the overlay tubing of the lead became extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure when the lead was placed into the superior vena cava through the introducer, there were signs of lead insulation damage. It was noted that the physician believed the lead pathway and the introducer contributed to the damage. The lead was no implanted and a new lead was implanted. No patient complications have been reported as a result of this event.